Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 1000, the cubex app frozen. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-june-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubex application was frozen. The technical support specialist (tss) remoted into the station and found microsoft visual studio (mvs) was active, which was causing issues with the cubex application. The tss closed mvs and restarted the application, which resolved the issue. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 1000, the cubex app frozen. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no delay and adverse events or injuries reported due to this event.